Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is december 10, 1997. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that the holding sleeve for 2.4mm screws would slide off when trying to put in on the screwdriver. This took place in the sterile processing room. There were no other parts involved. There were no broken pieces or fragments. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation were performed, the investigation of the complaint articles has shown that. The customer reported the holding sleeve would not stay on the screwdriver. The repair technician reported the spring was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring. The item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2016. The evaluation was confirmed. The following parts were replaced: spring. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.